Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.

Event description:
Allegedly, a literature document was received detailing a study conducted in greece (karampinas 2026), in which a case of periprosthetic fracture was reported.